Event description:
It was reported that the patient underwent a revision of his artificial urinary sphincter (aus) due to the patient experienced urethral atrophy and the balloon was eroding. The cuff was very distal on the urethra, the new cuff was placed more proximal to the bladder neck; the balloon was also replaced. The procedure was successfully completed.